Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, oversensing on the atrial channel was observed. The oversensing was reproducible with arm movements. Programming changes were made. Patient condition was good.